Event description:
It was reported that patient underwent a cement removal procedure on (B)(6) 2013. During the procedure, the tip of the 7mm disk drill fractured and fell into the patient. The surgeon was able to retrieve the fractured pieces. The surgeon utilized a second tip and it fractured in the patient while removing cement from the femoral canal. As a result, the tip was removed from the patient and the surgeon completed the procedure successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "the surgeon is to be thoroughly familiar with the equipment and the surgical procedure prior to performing surgery." Number 2 states, "do not force tool tips. Tools are to be guided, not forced. If the instrument meets resistance, do not force the tool, the tool may have contacted cortical bone. The application of force can cause damage to the cutting tip, the system and unnecessary damage to bone." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02974 / 002975).